Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 4:00am at home. End-user stated that his meter is giving him high results when testing with his prodigy meter. He stated that medical attention was sought due to the end-user being incoherent and he had a high fever. End-user stated that he tested his blood glucose with his prodigy meter and got a result of 114mg/dl. He stated that 2 more tests were performed with the prodigy meter, but he does not recall what the result were. He stated that a normal result for him around that time of day is usually around 205-350mg/dl. He stated that paramedics were called around 3-5 minutes after testing. There was no food or medications consumed while waiting for the paramedics. The end-user stated that the paramedics arrived within 5 mins and tested his blood glucose with their meter, but he does not recall what the result was. The end-user was transported to (B)(6) health located at (B)(6). He stated that he was given insulin (he doesn't remember how many units) and was not admitted but he was at the hospital around 4-5 hours he stated that when he was discharged his blood glucose was checked but he did not recall what the result was. No additional information was provided.